Manufacturer narrative:
Section h6 is updated in this report .

Event description:
The manufacturer became aware of an allegation that an end user developed that device has burning smell while using an remstar autoa-flex . The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer became aware of an allegation that an end user developed that device has burning smell while using an remstar autoa-flex . The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an unknown air inlet had tan dust-like contamination in it. Pca (printed circuit assembly) had dust-like contamination all over the top of it. Dust-like contamination on the top of the blower box lid and surrounding area. Dust-like contamination on the top of the blower motor and inside of the blower box. Blower motor impellor cracked and rubbing inside the blower housing. Plastic-like flakes inside blower box air path. Possibly from the blower motor impellor rubbing inside the housing. Bottom enclosure had dust-like contamination in it. Air inlet seal had yellowed and had dust-like contamination on it. White and tan dust-like contamination, throughout humidifier enclosure. Unknown white and tan dust-like contamination on and under the heater plate. Unknown white and tan dust-like contamination on the dry box seals. Unknown white and tan dust-like contamination in the iso port (international organization of standardization). Potential mineral deposits inside the water tank. The contamination found in the humidifier enclosure are considered not to be in the airpath. The source of contamination was most likely external to the device. Evidence of sound abatement foam degradation/breakdown was not observed. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 16 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed multiple contaminants and was not able to confirm the complaint or address the symptoms specified. In box d: device serviced by 3rdp, device avail. For eval, date returned was updated. In box h: device eval. By mfg, evaluation method code, evaluation result code, component code and conclusion code has been updated.